Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Event description:
Customer reported via phone call that they went at the lake and took pump off and set it aside somehow it got water in it the insulin pump got water under the screen and it got fried pump. Customer's blood glucose level was 134 mg/dl at the time of incident. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they could see fluid under the lcd. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.